Event description:
A customer reported an issue with her freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. Customer also reported experiencing symptoms of "nausea, lightheadedness and dizziness". Customer stated that she has a medical history of seizures; however, there was no seizure activity reported during this event. She did not require third-party intervention or treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.